Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedances measuring 128 ohms. Technical services informed that all three leads impedances values increased around the same time and informed this is usually due to a physiologic issue with the patient. At this time, the rv and non-boston scientific ra leads remain in service. No adverse patient effects were reported.